Event description:
Customer reported, he experienced high blood glucose over 600 mg/dl; treated with insulin pen. During troubleshoot; it was stated, the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. Customer checked his blood glucose after manual injection and it was still high. It was advised to revert to back up plan and seek medical attention with doctor or emergency room. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.